Event description:
On an unreported date, the patient began treatment with extraneal viaflex and physioneal 40, unknown bag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. It was not reported if the patient underwent laboratory testing or received remedial therapy. An outcome for the event of peritonitis or action taken with extraneal viaflex and physioneal 40, unknown bag therapies was not reported. An opinion of causality was not reported by the consumer.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.